Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited oversensing, and out of range impedance levels. As well, the lead had a possible fracture. The lead was programmed off and explanted and replaced. The patient is a participant of the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the distal portion of the lead was returned, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo, and the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.